Manufacturer narrative:
The referenced scope was returned to the service center (brazil) for evaluation. The evaluation confirmed the leak; strong leak coming from the biopsy channel. In addition, the insertion tube was wrinkled/kinked below the boot and the insertion section. The ultrasound connector tube was crushed. The bending section, insertion tube, connector tube, connector block and electronic connector was infiltrated with fluid and with severe corrosion. The switch/buttons, insertion tube protector and ultrasound connector were degraded by chemical damage. The ultrasound probe was damaged and had 16 broken elements. The investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly

Event description:
The service center was informed by the user facility, that during maintenance the ultrasonic gastro-videoscope was found to have a leak. No patient involvement was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-08307. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Since leakage of the forceps channel has been confirmed based on the evaluation information, and the pinhole of the forceps channel has been confirmed, it is possible that external forces had been applied due to handling of the treatment device, etc. The potential root cause has been determined to be due to external force applied, resulting in the occurrence of the reportable malfunction of acoustic lens damage. Olympus will continue to monitor the field performance of this device. To mitigate the risk of acoustic lens damage, the instructions for use provides the following: important information - please read before use - do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.